Event description:
It was reported that during a da vinci-assisted prostatectomy - radical salvage surgical procedure, there was an error 23094 on universal surgical manipulator (usm) 4. The technical support engineer (tse) had the customer back drive and power cycle and also do an emergency power off (epo) of patient side cart (psc) with no change. The customer elected to disable usm 4 and continue with procedure as a 3 usm system. The customer requested field service engineer (fse) assistance. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The universal surgical manipulator (usm) was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The unit was tested on an in-house system and triggered 23094 error in normal mode. Unplugging and re-seating the current chipencoder virtual absolute (cva) flat flex cable (ffc) did not fix the fault. The cva2 ffc was replaced and the unit still failed. Then, cva2 disk was found with a heavy contamination and scratched. A new cva was swapped in, but error still returned. The cva pca was replaced and the error did not occur. The original pitch cva pca was re-installed and triggered back the same error. Root cause of this failure is attributed to component failure.